Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device with a test boroscope and telescope and was unable to find any signs of foreign material/substance/stain inside the biopsy channel, biopsy port, suction port/channel, insertion tube, bending section cover, bending section cover glue, elevator forcep raiser, distal end cover, light guide lens/glue, and objective lens/glue. There were multiple slight kinks noted inside the biopsy channel wall from the bending section side. The scope passed the leak test. In addition, the bending section cover glue on both ends of the bending section cover are cracked/cracking. There were scratches noted on the bending section cover glue, which most probable caused the cracked/cracking on the cement. Based on the evaluation the cause of the reported complaint could not be determined as there were no foreign material that would have contributed to the positive culture. The cause of the cracking/cracked bending section cover glue is due to mishandling.

Event description:
The service center was informed that the scope cultured positive for coagulase negative staph (low concern organism) and gram negative rod that identified as sphingomonas paucimobilis (high concern organism) with a 90% probability after reprocessing. The user facility reported that the culture method used for testing the scope was the ¿duodenoscope surveillance sampling & culturing¿ in accordance with the FDA and cdc. The scope was last eto sterilized in (B)(6) 2019. There are no associated patient infections. In addition, the user facility reported that the cleaning and disinfectant solutions used with the endoscope was medivators rapicide. Pre-cleaning is being performed immediately after a procedure and is done at bedside as soon as procedure is completed. The endoscope is being leak tested prior to manual cleaning using the olympus mu-1 leak tester. The endoscope channel is being brushed during manual cleaning using an us endoscopy single use brush. The medivators dsd-201(sn. Unknown) aer is being used to reprocess the endoscope. The minimum effective concentration is being checked for every scope. There have not been any problems noted with the aer. The last preventative maintenance for the aer was in feb 2019. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was approximately 4 months ago. There has not been any change in the facility¿s reprocessing personnel since the last on-site visit by an olympus ess and all reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored by hanging it in a cabinet. The facility reports that the scope was returned to the manufacturer july 26, 2019 for maintenance.

Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist was dispatched to observed the user facility¿s reprocessing methods and provide an in-service training. The ess reported that the customer is not using a 1000ml container for pre-cleaning. Did not raise and lower the forceps elevator after aspirating for 30 seconds. The scope¿s distal tip was not placed in water while using the air/water cleaning adapter. The leak tester was turned off while scope was submerged in water. The scope was not angulated and the elevator was not raised or lowered during leak test. The brushing and flushing steps were not completed in proper order. The suction cleaning adapter was not used and the channel plug was on scope during aspiration. The elevator was not raised / lowered during aspiration. The scope was not soaked in detergent solution after flushing detergent solution.